Event description:
Reportedly, the subject ICD was found programmed with unexpected parameters (5v ventricular pacing output, and only one shock programmed in the ventricular fibrillation (vf) zone). The last follow-up, dated on (B)(6) 2019, showed a normal device programming.

Event description:
Reportedly, the subject ICD was found programmed with unexpected parameters (5v ventricular pacing output, and only one shock programmed in the ventricular fibrillation (vf) zone). The last follow-up, dated (B)(6) 2019, showed a normal device programming.